Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, before an implant procedure, a microport representative interrogated the device and noticed a sudden drop of the battery curve while the subject device was still inside the sealed packaging.

Event description:
On (B)(6) 2018, before an implant procedure, a microport representative interrogated the device and noticed a sudden drop of the battery curve while the subject device was still inside the sealed packaging.